Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated as a result of (B)(4). The following information was gathered as part of the investigation performed for complaint (B)(4). The batch 6002100 in question was manufactured at the osted site. Investigation process of the complaint was carried out in accordance with work instruction (wi) quality specification - inset ramp-up & inset guard ewis, version 15 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. To test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 15 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 15 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002100 was manufactured according to wi version 79 appendix 1 batch card for production of package, on 01/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/may/2025 against malfunction code reported occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). And lot 6002100 and one other complaint has been registered in database for the same lot 6002100 and malfunction code reported (B)(4) was raised for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, one other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. Patient reported insulin flow blocked alarm. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada.